Event description:
During an in-clinic follow-up, the device was found to be in back up vvi mode (bvvi). Technical support was contacted and the device was reprogrammed to resolve the event. The patient is stable with no consequences.